Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken on anterior, posterior and radius, missing (25-50%), brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified; sharp broken on posterior, creases fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell. Missing shell assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side ¿rupture¿. The device has been explanted.